Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she was unable to establish communication with her external devices prior to losing them and is no longer receiving stimulation. The patient also reported she received an error message from the patient programmer and had not charged for at least 4 months prior to the loss of stimulation. Surgical intervention will be taken at a later date to address the issue.